Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and the inner insulation of the lead was extrinsically breached due to a tear. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, the helix of the lead became extrinsically distorted due to pulling/stretching/overstress, and the inner insulation of the lead was extrinsically breached due to pulling/stretching/overstress. Visual summary analysis of the lead indicated apparent explant damage and stretching. (B)(4).

Event description:
It was reported that the right ventricular lead sensing significantly diminished and there was no capture approximately one month post a device replacement procedure. A dislodgement was suspected. Additional the right lead that was implanted at the time of the device replacement procedure, had diminished sensing and elevated thresholds. A dislodgement was suspected. The leads were explanted and replaced. No patient complications have been reported as a result of this event.